Manufacturer narrative:
No button error alarms were noted. The pump had unresponsive down arrow button due to moisture damage on the keypad trace. Unable to perform the displacement test due to unresponsive button. No moisture or corrosion damage was noted behind the lcd screen or on an electronic assembly. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner and a scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump that occurred spontaneously. Customer's blood glucose level was 4.5 mmol/l. Pump was not dropped or bumped. Customer noticed some fluid behind the screen, but pump has not been near water. Buttons were unresponsive. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.